Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement procedure, the introducer sheath allegedly bent. It was further reported that the patient allegedly experienced sepsis. Reportedly, the preloaded stylet wire was allegedly left inside the catheter inside the patient and the surgeon reported that the warning labels were missing in kit. The patient current status was unknown.

Event description:
It was reported that during port placement procedure, the device allegedly does not have white flushing. It was further reported that the patient allegedly experienced sepsis. Reportedly, the preloaded stylet wire was allegedly left inside the catheter inside the patient and the surgeon reported that the warning labels were missing in kit. The patient current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Therefore, the reported stylet wire left in the patient, missing information and component missing issues cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.